Event description:
Hi, our daughter has had severe reaction to the gortex mesh inserted inside her in 2007. We are very fearful that if something isn't done quickly she is going to have a fatality. The dr who performed the surgery has moved back to another country. Dates of use: 2007 - 2008. Diagnosis or reason for use: hernia repair.